Event description:
The customer reported she received no delivery alarms on the insulin pump. Her blood glucose was 560 mg/dl, which the patient treated with the insulin pump. The customer stated her blood glucose was running out of control and she could run from 400 mg/dl to 40 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. There were no air bubbles in the tubing. Insulin exited during a manual prime and no leaks were found. Settings were correct. The alarm history showed multiple low battery alarms on (B)(6) 2014, and no delivery alarms on the (B)(6) 2014, which the customer stated was correct. The customer did not have a tubing clamp to complete troubleshooting. She was advised to change out the set, reservoir and insulin. The customer stated that she had and infection two weeks prior to this report, and stated every place she put it in would get infected and she received antibiotics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)